Event description:
A 3.0 mm diameter x 15 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. The vessel morphology is unk. It was reported that the physician had difficulty wiring the lesion and getting a pre-dilatation balloon to the lesion. The lesion was pre-dilated. It was reported that the physician inserted the endeavor sds however, was unable to advance to the lesion site. The delivery system was removed, and then it was re-inserted for another unsuccessful attempt. The physician was going to pull another endeavor, however, it was noted that the stent from the endeavor 3.0 x 15 had dislodged at the ostium of the rca. Multiple attempts were made to try to removed the undeployed stent. Another manufacturer's balloon was inserted and the undeployed stent was crushed against the vessel wall. Two endeavor drug-eluting stents were deployed trapping the undeployed stent against the vessel wall. It was reported that the physician felt a lot of resistance in advancing and withdrawing all of the catheters used during the case; and thought maybe the guide catheter was compromised. No clinical sequelae were reported and the pt is fine. Evaluation summary medtronic has received the device and its analysis has been completed. The delivery system was returned with the balloon un-inflated and balloon folds intact. Distal and proximal balloon pillows were present with evidence of stent impressions on the balloon, indicating that the stent had been properly crimped at the time of manufacture.